Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
The hospital reported a case of endophthalmitis possibly caused by the viscoelastic product. Reportedly the product was analysed for sterility and the result showed the product was sterile. Additional information has been requested but has not been received.

Manufacturer narrative:
The event is deemed unrelated to the product; therefore it is no longer considered to be reportable.

Event description:
Reportedly the product was analyzed for sterility, and it was concluded that the product was sterile. Therefore the product was deemed unrelated to the reported event.